Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) issued alert tones for end of service (eos) due to charge circuit inactive. It was noted that the alarms began approximately two months ago and the last time the patient has been seen in office is eleven years ago. The patient refuses to have the ICD explanted and reprogramming of turning off vt/vf (ventricular tachycardia/ventricular fibrillation) therapies was done eleven years ago when the patient was last seen. The ICD remains in use and all alerts were check to make sure they are programmed off. No patient complications have been reported as a result of this event.